Event description:
The customer states that a patient sample generated a falsely elevated ca 125 result or 129.9 u/ml compared to a repeat result of 70.9 u/ml obtained using a different lot of reagent. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.